Event description:
A customer contacted physio- control to report that their device powered off unexpectedly during routine check. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report should indicate: 2544 dw.

Manufacturer narrative:
The customer was offered a replacement device. The device was scrapped at physio european medical service center. Physio-control product analysis center further evaluated the system pcb assembly and was unable to duplicate any power issues. Further root cause could not be determined.

Event description:
A customer contacted physio- control to report that their device powered off unexpectedly during routine check. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
A customer contacted physio- control to report that their device powered off unexpectedly during routine check. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio- control to report that their device powered off unexpectedly during routine check. There was no patient use associated with the reported event.